Event description:
It was reported that the patient was experiencing severe back pain and spasms in his lower back, at the site of his incisions. It was noted that the patient "still has the leads in his body after pump replacements". The patient's pump was noted as having been replaced twice since receiving one in 2003. It was further noted that "every time it has been replaced or kinked line repaired the old leads were left inside". The leads were described as floating in the patient's spinal fluid column. An MRI was conducted last week. The MRI revealed that the pump was functioning properly. Additional information will be provided in a follow up report, as it becomes available.

Manufacturer narrative:
(B)(4).